Event description:
The customer reported that the line was primed with 0.9% normal saline, then connected to pt with the clamp on. The line then loaded into the alaris system, as the nurse was loading the line, the set disconnected just below the safety clamp and the pumping segment. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model #/catalog # is a carefusion product, which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.